Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition, ce eluting coronary stent systems instructions for use as a known patient effect. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 98% stenosed and mildly calcified lesion in the mid right coronary artery. Following pre-dilatation, a 2.75x38mm xience xpedition stent was deployed; however, a distal edge dissection was noted. A 2.5x15mm xience xpedition stent was used to successfully cover the dissection. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.